Event description:
The pt reported that the cartridge had a liquid-like substance on it prior to use.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.